Event description:
Health professional reported lymphoma. Side was not specified. Treatment was not mentioned. Manufacturer of device is unknown. This medwatch is for the right side, see MFR report #2024601-2013-00866 for the left side.

Manufacturer narrative:
.